Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. A device history record (DHR) review could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date.d4: expiration date and h4: manufacture date are unknown, no lot number was provided.h3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air leak occurred during patient use. The event occurred on (B)(6)2025 at the patient's home. There was no patient harm.